Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient was unable to disable MRI mode. An abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using a cp. Once the ipg was taken out of MRI mode, the clinician programmer was able to bond with the ipg. Additionally, it was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.